Event description:
Per the clinic, the patient experienced frequent formation of granulation tissue around the abutment site. Subsequently, the implant was removed under general anesthesia on (B)(6) 2024.